Event description:
The report states the staple is jamming.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states the staple is jamming.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The report states the staple is jamming.

Manufacturer narrative:
(B)(4). Report 3003898360-2022-00607 is retracted. Additional information reports that the product defects were discovered during inspection prior to use on a patient. There was no effect on the patient.